Manufacturer narrative:
Title: prevalence and predictors of postoperative detrusor underactivity after robot-assisted radical prostatectomy: a prospective observational study. Source: international journal of urology (2021) 28, 734-740 online publication 20 march 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between may 2013 and august 2014, which evaluated the postoperative detrusor underactivity in patients who underwent robot-assisted radical prostatectomy. In all cases, a suture was used for the anastomosis between the urethra and bladder. Five patients were excluded from the study due to postoperative complications: urethral stricture on 2 patients, anastomotic leakage on 1 patient, ileus on 1 patient and bleeding on 1 patient. There were no interventions reported.